Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction code recurs, acknowledging and understanding the guidance.